Manufacturer narrative:
Concomitant medical products: item: 01-1501-0002, proximal targeting guide, child nail, lot: unknown. Correction/removal: 3006460162-08/27/19-001-r. Complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found.

Event description:
It was reported that during the placement of an intramedullary nail, the construct seized. The attachment bolt would not disconnect from the nail. No adverse events have been reported as a result of the malfunction.